Manufacturer narrative:
(B)(4).

Event description:
Reportedly, noise was observed on the ventricular channel. No inappropriate shock was delivered. The beginning of a ventricular lead issue was suspected. The ventricular lead was explanted and replaced on (B)(6) 2018. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from a defibrillation lead issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise was observed on the ventricular channel. No inappropriate shock was delivered. The beginning of a ventricular lead issue was suspected. The ventricular lead was explanted and replaced on (B)(6) 2018. Preliminary analysis results confirmed the reported behavior. The observed noise most probably resulted from a defibrillation lead issue.